Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced handle, front case, rear case, barrel clamp, wiper seal, flange gripper retainer, internal frame, and iui connectors. Performed pm, and calibration. A review of the device history record showed the device had a manufacture date of 08/23/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked of the syringe handle left. A review of the complaint history record in trackwise and sap was performed for the sn 13478045 which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: 1604765 for syr rear case CAPA #: ca-2018-0161 for iui conn issues CAPA #: fi-2017-0015 for syr gripper.

Event description:
The customer reported physical damage. No patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 08/23/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported physical damage. No patient involvement.